Event description:
Customer called to report that the insulin pump alarmed for motor error. Blood glucose reading at the time was 114 mg/dl. Customer stated that insulin has beens shooting out of the insulin pump. Troubleshooting was performed. Insulin was shooting out during the manual prime process. Customer mentioned that she will treat her blood glucose with manual injections. Advised the customer that the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. No unexpected motor error alarm was noted during testing. The insulin pump had a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.